Manufacturer narrative:
Continued health effect - impact code 4: f1903 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture confirmed via MRI. Physician later reported ¿palpable lump in lower outer right breast¿, ¿non-enhancing deep subcutaneous nodule abutting the implant", and ¿enhancing nodule, possible inframammary lymph node, probably benign." Physician additionally reported ¿could represent a hemorrhagic cyst¿ not related to the device. This record is for right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h10. Visual analysis: visual analysis of the photographs identified: lump/nodule: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst-ndr: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture confirmed via MRI. Physician later reported ¿palpable lump in lower outer right breast¿, ¿non-enhancing deep subcutaneous nodule abutting the implant", and ¿enhancing nodule, possible inframammary lymph node, probably benign." Physician additionally reported ¿could represent a hemorrhagic cyst¿ not related to the device. This record is for right side. The device has been explanted.